Event description:
Olympus received a medwatch FDA form which stated, "outpatient ercp performed. Attending physician attempted to utilize a technique requiring use of a biliary balloon. Five olympus biliary balloons failed to open requiring extended anesthesia and procedure time and necessitating aborting the procedure and rescheduling. Dates of use: 2008. Diagnosis or reason for use: evaluation of biliary anastamosis." Upon further investigation, the physician at the user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) with cholangioscopy, the physician had difficulty inflating three extraction balloons inside of the patient. The physician elected to abort and reschedule the procedure. There was reportedly no patient injury. The user facility reported to have experienced the same difficulty with three similar extraction balloons from the same lot number prior and subsequent to the aborted procedure.

Manufacturer narrative:
The six extraction balloons referenced in this report were returned to olympus for investigation and forwarded to the original equipment manufacturer. The investigations confirmed the user's report of the balloons not inflating due to the cracked balloon injection port found on each of the devices. However, there was no damage noted on the balloons. The cause of the user's experience was attributed to excessive force. This report is being submitted as a medical device report in an abundance of caution.